Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Date of event: (B)(6) 2015. Patient height: (B)(6). (B)(4).

Event description:
It was reported the end user developed skin redness and a "bright red" rash around the bottom of her stoma. The redness and rash extended down her abdomen and leg. The end user was examined by both her primary physician and surgeon and was issued prescriptions for ketaconazole and bactroban creams. The end user reportedly saw no improvement to the area with the use of the prescription creams. She was referred to her physician for further treatment. No further information was provided.